Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past six months from date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was taking longer to charge. The patients ipg was replaced with an MRI-compatible device, and the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility.